Event description:
Limited info was available from the field. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. A needle presented outside the barrel. Backdown was not successful. A vascular surgeon performed a cutdown to remove the device. The pt did fine after the procedure.